Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inflation line came off the tube body. When two nurses changed the patient's position while connected to the target products, covidien bennett (180-03) and puritan bennett cuff pressure manager pbcmp extension tube (180-05), a sound was heard and the cuff inflation line detached from the tube body. Since the patient already had impaired consciousness, there was no response, but based on imaging, the hospital reported that there were no functional impairments in the brain. There was no reported patient harm or adverse event.

Manufacturer narrative:
One used sample was received for analysis. As received the blue inflation line was observed to be separated from the main endotracheal tube. The inflation line was observed to have dislodged. The spotty solvent coverage was observed on the line and main endotracheal. The customer complaint was confirmed, and the probable cause was due to insufficient solvent coverage application during assembly. A lot history review could not be conducted because no lot number(s) were identified